Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2wzxe, serial#: (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: ubd: 11-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that during a stage 2 procedure they did 6 impedance checks that showed >4k ohms at all contacts each time. Caller reported the ins was taken apart 4 times to dry the lead tip and free it of debris. Caller reported being able to visually see the blue from the lead in the header block and that a gentle tug was done to confirm it was torqued firmly into place. Caller confirmed the pocket was dry and that all checks were done with ins in the pocket. It was recommended to do another impedance check with the lights off and if that didn't work, the replace the ins. The rep had to hang up before this was attempted. On 2024-feb-26 additional information was received from a manufacturer representative (rep). The rep reported that they were not able to still use the same ins. The cause of the high impedance is unknown. The steps taken to resolve the issue was that they opened a new battery. They confirmed the issue was resolved.

Manufacturer narrative:
H3 analysis of the returned ins (B)(6) revealed the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. H3 analysis of the returned lead va2wzxe revealed upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.